Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the uretero-reno fiberscope had a dirty lens. The issue occurred during reprocessing, there were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d9, h3, h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a chipped adhesive at the bending section cover and an unknown substance at the objective lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the chipped adhesive: stress. However, a definitive root cause could not be identified for the dirty lens and the unknown substance. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.